Event description:
During the service evaluation at baxter, it was discovered that a colleague infusion pump failed to alarm for a tubing occlusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). During the product evaluation at baxter, the pump not alarming for downstream occlusion is due to test error, not a product problem. After the test performed correctly, the condition resolved.